Manufacturer narrative:
Due to character limitation in e1 for initial reporter, (B)(6). Due to character limitation in e1 for event site name, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) unit touchscreen was sensitive to touch. There was no patient involvement reported.

Manufacturer narrative:
Updated section - b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the touchscreen assembly (d160-00-0123) to resolve the issue. Precautionary service: replace display seals and complete the preventative maintenance. Ran all the tests in accordance with the manufacturer's specifications. The failure analysis and testing dept. Received the following part. Touchscreen lcd with a reported unit failure of touchscreen failed calibration. The fat dept. Performed a visual inspection of the parts received and found that the touchscreen is in good condition. The failure analysis and testing department installed touchscreen lcd in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of display failed calibration. Retaining the touchscreen in the fat department per procedure 0002-07-d008 rev as.

Event description:
N/a